Event description:
It was reported that the patient underwent a surgical procedure to allow the growth rods to expand. It was reported that during the tightening of the domino setscrew, the setscrew stripped and was unable to be unscrewed. An additional incision was made to remove the rod with the domino. A new rod was placed to rebuild the construct.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Internal hex of implant plastically deformed. The orientation of a portion of the deformation of the hex features provide some evidence of an off-axis orientation of the hex driver to the set screw during attempted tightening. The above findings are consistent with misalignment of the driver tip to the set screw.